Event description:
New information received noted that programming changes were made.

Event description:
It was reported that the patient received an inappropriate shock and presented in the hospital. Upon interrogation, it was noted that the implantable cardioverter defibrillator delivered a high voltage shock for slow ventricular tachycardia (vt) in the anti-tachycardia pacing only zone. Further review of the event revealed that the ventricular fibrillation therapy assurance algorithm misinterpreted the low level far field electrogram amplitudes as under-sensed ventricular fibrillation instead of slow vt with no loss of sensing. The vt was terminated by the device; no programming changes were reported. The patient was in stable condition.